Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation  surgery with implantation of a 455cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reportedly experienced asymmetry of the breasts and stated she felt like she was dying. The specific symptoms were not provided. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2024. However, during the surgery, bilaterally ruptured breast implants were discovered. There were no reported procedural delays or patient consequences due to the discovery. Refer to manufacturing report number 1645337-2024-02787 for the contralateral event.

Manufacturer narrative:
On march 14, 2024, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in two (2) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).